Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the lead was pulled out of the epidural space and was in the ipg pocket. The lead had not been utilized and was explanted on (B)(6) 2017.